Manufacturer narrative:
Reporter did not have a lot code for the product. Product labeling states the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.

Event description:
A pt has breast augmentation and abdominoplasty after which it was reported that redness, itching and slight bumpiness developed along the incision line everywhere under the strips but not beyond the strips. Steri-strips were used with mastisol which was reported to possibly be involved in the reaction. Pt was treated with a medrol dose pack and temovate which was reported to not be of help.